Event description:
Vague report received from baxter-japan states "overinfusion occurred during patient use. Device contained 30 ml 5fu and ns for total volume of 230 ml." Reporter indicates no patient injury resulted. No additional information was available from the reporter.